Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to unknown product performance issue. The lead was implanted for approximately 13 years. Additional information was requested, however further information had been obtained. No additional adverse patient effects were reported.